Manufacturer narrative:
Investigation summary: it was reported when pulling back on the syringe to waste the plunger becomes separated from the stopper. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 306547, lot number 1105711. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil stopper separated from the plunger at the 2ml mark while drawing back blood. The following information was provided by the initial reporter: "when pulling back to get blood to waste plunger becomes unattached front the stopper. This specific one became dislodged at the 2ml mark."